Event description:
It was reported that prior to the start of a da vinci-assisted cystocele repair surgical procedure, the customer called in to report that the surgeon side console (ssc) lost the left eye video image. The technical support engineer (tse) confirmed with the customer that the video image was fine on the vision side cart (vsc) touchscreen. The tse had the customer hard power cycle the ssc and verify the blue fiber cable was connected properly; however, the issue persisted. There was no reported injury. The field service engineer (fse) went to the customer site and obtained the following additional information regarding the reported event: the issue occurred after ports were placed. The surgeon elected to convert to laparoscopic surgery. It was confirmed there was no patient harm, injury or adverse outcome. On 27-feb-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly not checked prior to use. The issue occurred when the surgeon first sat down at the ssc and wanted to start the procedure.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse measured the input power of the high resolution stereo viewer (hrsv) left monitor, and it showed a normal 12v voltage. The fse swapped the two digital video interface (dvi) input cables, and the hrsv left monitor still had no image, but the right monitor was normal. The fse suspected that the hrsv left monitor was faulty. The fse followed the work instruction and replaced both hrsv monitors to correct the reported problem. The fse noted that the color temperature of the hrsv left monitor was cooler than the right monitor under a white background; however, it was normal with the other color background. The surgeon viewed the hrsv 3d image and had no complaint. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Hrsv left monitor (B)(4)): failure analysis investigations confirmed/replicated the reported failure. Failure analysis reviewed the remotefe logs and identified error 119 pointing to a low current issue on the surgeon side console (ssc) hrsv. The unit was installed into a printed circuit assembly (pca) xi system, and it powered on with no image in the left eye. Hrsv right monitor ((B)(4)): failure analysis investigations confirmed the reported failure. Failure analysis reviewed the remotefe logs and found error 119 pointing to a low current issue. The unit was installed into a pca xi system, and the ssc powered on with a bright/white image in the left eye. The logs were reviewed/analyzed as part of the fse's investigation. In addition, a review of the site's complaint history identified no other complaints related to this event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.